Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed power loss alarm. Customer's blood glucose was 9.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The detailed trace analysis confirmed the pump error 25 and power loss alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a missing serial number label. The pump was received with a cracked keypad overlay at the select button, minor scratches on the display window, case and keypad overlay.